Event description:
Same case as: 2134265-2013-08969. It was reported that a broken catheter occurred. The target lesion was located in the femoral artery. A 150/20 renegade hi-flo was selected and advanced for a diagnostic angiography procedure. Upon withdrawal of the renegade hi-flo, it was noted that the catheter flakes off and was broken into pieces. After removal of the microcatheter, the physician used another renegade hi-flo to complete the procedure. However, the second catheter also flakes off and was broken into pieces. The catheter was removed together with the guide catheter as a unit. The procedure was completed with this device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The shaft was found to be broken from 24 cm to 28.5 cm from the hub (braid exposed), 34.5 cm to 55.5 cm from the hub (braid exposed), and the braid was also found to be exposed from 61.5 to 71 cm from the hub (catheter shaft along with braid completely broken at this point). The microcatheter was found stuck inside the 0.038 in guiding catheter. The microcatheter was attempted to be removed from the guiding catheter; however it could not be removed. The distal part of the catheter (21 cm from the distal tip) was found outside the guide catheter. The catheter was found to be stretched just outside the distal tip of guide catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states that an intravascular device should not be advanced or withdrawn against resistance until the cause of resistance is determined by fluoroscopy. Movement of the microcatheter or guidewire against resistance may result in damage or separation of the microcatheter or guidewire tip, or vessel perforation. The dfu gives instructions to carefully examine the unit prior to use, to verify that the sterile package or product has not been damaged in the shipment. The microcatheter has to be inspected for bends and kinks. Any microcatheter damage may decrease the desired performance characteristics. Care in handling of the microcatheter during a procedure must be exercised to reduce the possibility of accidental breakage, bending, or kinking. (B)(4).

Event description:
Same case as: 2134265-2013-08969. It was reported that a broken catheter occurred. The target lesion was located in the femoral artery. A 150/20 renegade¿ hi-flo¿ was selected and advanced for a diagnostic angiography procedure. Upon withdrawal of the renegade hi-flo, it was noted that the catheter flakes off and was broken into pieces. After removal of the microcatheter, the physician used another renegade hi-flo to complete the procedure. However, the second catheter also flakes off and was broken into pieces. The catheter was removed together with the guide catheter as a unit. The procedure was completed with this device. No patient complications were reported and the patients status is stable.